Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure and nos". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2011 hysterectomy (partial), hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and alopecia had resolved, the weight increased was resolving and the vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth- (B)(6) 1971 current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-dec-2019: pfs received events " abnormal bleeding (vaginal), lower abdomen pain" were added. Outcome of events "weigh gain" was updated as recovering and "hair loss" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of pelvic pain ("pelvic pain/chronic pain") in an adult female patient who had essure inserted for female sterilization. Additional non-serious events are detailed below. Other product or product use issues identified: device monitoring procedure not performed ("essure and nos"). The patient had a medical history of obesity. On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2010 she experienced dysmenorrhoea ("dysmennorhea (cramping)"), heavy menstrual bleeding ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In (B)(6) 2011 she experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). Essure was removed on (B)(6) 2011. An unknown time later she experienced pelvic pain (seriousness criteria medically important and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2011 hysterectomy (partial), hysterectomy (full)). At the time of the report, the weight increased was resolving and the pelvic pain, dysmenorrhoea, abdominal pain, heavy menstrual bleeding and alopecia had resolved. The outcomes for vaginal haemorrhage and abdominal pain lower were unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, vaginal haemorrhage and weight increased to be related to essure administration. The reporter commented: discrepancy noted date of birth- 212sep1971 current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 31.847 kg/sqm. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 07-sep-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure and nos". The patient's medical history included obesity. On (B)(6) 2010, the patient had essure inserted. In october 2010, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("abnormal bleeding (vaginal)"). In january 2011, the patient experienced alopecia ("hair loss") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain") and abdominal pain lower ("lower abdomen pain"). The patient was treated with surgery (on (B)(6) 2011 hysterectomy (partial), hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain, menorrhagia and alopecia had resolved, the weight increased was resolving and the vaginal haemorrhage and abdominal pain lower outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, alopecia, dysmenorrhoea, menorrhagia, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth- (B)(6) 1971 current weight 225 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.8 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received events " abnormal bleeding (vaginal), lower abdomen pain" were added. Outcome of events "weigh gain" was updated as recovering and "hair loss" was updated as recovered. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain/chronic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure and nos". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and alopecia ("hair loss") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2011 hysterectomy (partial), hysterectomy (full)). Essure was removed on (B)(6) 2011. At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain and menorrhagia had resolved and the alopecia and weight increased outcome was unknown. The reporter considered abdominal pain, alopecia, dysmenorrhoea, menorrhagia, pelvic pain and weight increased to be related to essure. The reporter commented: discrepancy noted date of birth- (B)(6) 1971. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-sep-2019: plaintiff fact sheet received: event injury nos was replaced by new events: dysmenorrhea (cramping), pelvic pain, abdominal pain, menorrhagia (heavy menstrual bleeding, hair loss, weight gain and essure confirmation test(s) not conducted. Reporters information. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.